Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg for a longer period of time. It was also noted that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.